Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -11.0 diopter tore/ broke during injection/ delivery into the patient's left eye (os). The lens was implanted; removed and replaced intra-operatively on (B)(6) 2022. A replacement lens of the same model and size resolved the problem. Cause reported as unknown.

Manufacturer narrative:
No similar complaint event(s) within associated lots were found. Claim# (B)(4).